Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B3: unknown, month and year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo tubing may have contributed to or caused an occlusion alarm. Reporter stated the pump exhibited an alarm and was not delivering. Per reporter, it was attempted to use cleo tubing with multiple cassettes, but the pump continued to alarm. Reporter indicated troubleshooting was performed including trying different pumps and cassettes, but the patient had to be switched to IV remodulin via a hospital pump to resolve the issue. It was reported the the patient was hospitalized after an emergency department visit for management of hypertension and the patient remained hospitalized due to being without remodulin infusion for 12 hours. The reported issue occured while the patient was in the hospital. The outcome of the patient¿s health is currently unknown.